Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, when the harvester switched to the upper leg after completing the lower leg, and inserted the cannula, the co2 would not come out, and a tunnel could not be maintained. The harvester tried the btt insufflation port first, then the cannula insufflation and it would not work. A btt from an accessory pack was then opened but it still would not work. Finally a vv6 (cannula) was used to complete the procedure. There were no patient effects. The short port was discarded.